Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. The device and lead remains in service. No adverse patient effects were reported.